Manufacturer narrative:
The indeterminate advia centaur xp ahbs results were reported prior to repeat testing due to operator error. Patient samples are unavailable for repeat testing. The instrument is performing within specification. No further evaluation of the device is required. The instructions for use under the summary and explanation of the test states: "the presence of antibody to hepatitis b surface antigen (anti-hbs) is used to determine immune status to hbv or disease progression in individuals infected with hbv. An increase in anti-hbs levels, together with a loss of detectable circulating hepatitis b surface antigen (hbsag), denotes convalescence in hepatitis b infections. Furthermore, anti-hbs levels can determine if protective immunity has been achieved." The instructions for use under the interpretation of results states: "retest zone: samples with an initial value greater than or equal to 7.5 and less than or equal to 12.5 miu/ml. If results are within the retest zone after initial testing, samples are to be retested. After retesting, if 3 results are available and 2 results are greater than or equal to 1.00, then the sample is considered to be reactive. If 3 results are available and 2 results are less than or equal to 1.00, then the sample is considered to be nonreactive."

Event description:
Indeterminate advia centaur xp ahbs results were obtained by the customer on ninety patient samples (exact data not provided) and reported to the physicians prior to repeat testing. The customer had a laboratory inspection and was sited for improper use of the ahbs assay. Corrected reports were sent to the physicians notifying them of the issue. There was no report of adverse health consequences due to the advia centaur xp ahbs indeterminate results.